Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that there were no alerts on the g6 mobile application. The patient stated prior to the day of the adverse event the device had been alarming normally. On (B)(6) 2019, the cgm value was low so she consumed sugar. It then went up to 283 mg/dl and rising, so she gave herself 2 units of humalog insulin and went to the store. Sometime between 2:30 pm and 3:30 pm she had been shopping for about 30 minutes and her sugar started dropping but the device never alerted for her low threshold setting of 65 mg/dl or for the urgent low setting of 55 mg/dl. She felt something was going wrong and sat on the floor. She stated that she started seizing and convulsing but remained conscious and looked at her phone which was not alarming for the low (reading not provided). The paramedics were called and performed 2 finger sticks with the bg results at 60 mg/dl and 54 mg/dl. She sat in the ambulance for about 20 minutes and drank a sugary substance. While in the ambulance, the cgm read 40-50 mg/dl without alarming and she confirmed with the emergency medical technician¿s (emts) that they did not hear it alarming during that period either. Just before the emts released her the bg was 107 mg/dl. At the time of contact, the patient was feeling okay with no further symptoms. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.